Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 578 mg/dl and diabetic ketoacidosis. The patient experienced dizziness upon walking, nausea, and vomiting. The patient had treated via manual insulin injection for high blood glucose in the 300 mg/dl and 400 mg/dl prior to the hospitalization; the blood glucose was high for three days. The patient was treated at the hospital; they stabilized her blood glucose values and released her once her blood glucose was in the 80 mg/dl and 90 mg/dl range. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check their device settings, their site, or to perform a high pressure test. The customer was advised to change their entire set, reservoir and insulin and resume insulin pump therapy. No products were returned or replaced.